Event description:
Eye inflammation post cataract surgery.

Manufacturer narrative:
Three of eight surgeons at a surgery ctr reported eye inflammation post cataract surgery for 30 pts during a four week period of time. The pts were treated with ophthalmic steroid drops. Two of the pts were referred to a retinal specialist and diagnosed with tass. The inflammation for all 30 pts resolved without further incident. The facility did not confirm a root cause for these incidents but noted that all three surgeons used the same brand and size of gloves and were concerned the gloves were a contributing factor. Retained samples from the reported lot were tested for protein and powder content and found to meet all established specifications. The testing showed the gloves were not an irritant. Historically, we have not found gloves to be the source of irritation but rather the result of inadequate instrument cleaning/sterilization and/or technician error. The contact at the surgery ctr indicated they also notified (B)(4) of the pt complications given the fact (B)(4) products were also used during these surgical procedures. We have no info to suggest the gloves caused or contributed to the incidents. However, due to the reported inflammation and need for medical intervention, this medwatch is being filed.